Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-200c arthrex ar-200 console and an oem06202400 footswitch s-n1 were not working during a case. One of the prongs on the footswitch broke off in the console, and now neither works. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Upon visual evaluation, it was noted that a prong is inside the connector of the ar-200c. It is also noted that the returned device has scratches and part of the protective plastic is peeling. The most likely cause of this failure is an error when connecting/disconnecting the footswitch connector. It could be that it was tilted at the wrong angle and with too much force caused one of the prongs to break inside the ar-200c.